Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2000 ohms, as measured with the pacing system analyzer (psa). Helix extension and retraction issues were also reported. A different lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was discarded by the facility and is not available to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.